Manufacturer narrative:
Model number/ catalog number: sc-8416-70, serial number: ni, batch/ lot number: ni, model/ catalog description: artisan MRI paddle lead 70 cm.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 16902513, UDI: (B)(4).

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.